Event description:
It was reported that the drill keeps running without the pedal being compressed. There was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Results - maintenance problem; the customer reported that the footswitch ran continuously. The 'most likely' cause of this event is damage to the footswitch due to normal use/wear. The severity/occurrence of this event is not greater than expected per the risk management report. This event has been assigned the lowest severity ranking of 1 which is defined as 'negligible; inconvenience or temporary discomfort. Customer dissatisfaction where there is no injury.' No patient impact was reported in this event; therefore, there is no information that suggests the severity rankings was exceeded. This event has been assigned the occurrence level of 2 which is defined as 'low - relatively small chance of occurrence, but may occur.' A similar complaint review was performed and confirmed that the occurrence ranking of this event has not been exceeded.

Manufacturer narrative:
This was found prior to use.